Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure in 2009, and during this direct stenting case, two xience v stent (3.0 x 15 & 3.5 x 15) were deployed in the 1st obtuse marginal lesion. There were no product malfunctions or pt effects reported. However, the following month, the pt returned with chest pain. The pt experienced chest pain and was admitted to the hospital for a cardiac cath. Percutaneous coronary intervention (pci) was performed to treat restenosis in the target lesion. The outcome of the adverse event was resolved the following day, and the pt was discharged from the hospital the same day. No additional event or pt info is available.

Manufacturer narrative:
The 3.5 x 15 mm xience v mentioned is being reported under this same MFR#.